Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that after inserting a battery, the insulin pump's screen came back on after a blank display. However, when she pressed the act button the insulin pump alarmed motor error. The customer received another motor error alarm when she rewound the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage on the electronic assembly. Unable to verify the motor error alarm due to the blank display. Also, the pump was received with moisture damage on the motor, battery tube and vibrator assembly. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.